Event description:
Patient had undergone aortic valve replacement and mitral valve replacement. Later that same day, the patient self extubated and a code team was called to bedside. The patient was reintubated and stabilized, however the patient did not regain conciousness and the patient subsequently expired two days later. This particular trach tube holder was not the usual device utilized in this facility, it was a substitution device provided by the vendor.